Manufacturer narrative:
No further information concerning this report is available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead perforated the patient's ventricle. The patient was also experiencing chest pain. The lead was explanted. No additional adverse patient effects were reported.